Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4), the patient experienced peritonitis and was hospitalized on the same day for the event.the patient was recovering from the peritonitis (previously recovered).

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain, cloudy effluent, and a fever. The patient was hospitalized for the event and began treatment with vancomycin, cephazolin, and ceftazidime (doses, routes and frequencies were not reported). The patient was retrained on aseptic technique. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.